Manufacturer narrative:
N/a

Event description:
A patient in china was undergoing crrt which included a prisma m100 pre filter set. The nurse observed an external blood leak from behind the support plate. There was an estimated 5 - 10 ml blood loss to the patient. The nurse stopped the treatment and the blood in the extracorporeal circuit was returned to the patient.